Event description:
It was reported that the j-loop fell on the bd maxplus¿ pressure rated extension set with removable needleless connector fell apart. The following was received by the initial reporter: ¿just wanted to let you know that j-loop fell apart. ¿just wanted to let you know that xxx and I experienced a bloody j loop malfunction on 7/16. No patient harm but I was told you are collecting data. Just seemed suddenly like a leaky sieve through the ports when replacing a line¿

Manufacturer narrative:
Investigation summary: no product (mat # mpx5302-c) was returned by the customer. Photo representation was provided for the complaint. It was reported by the customer that j-loop fell apart and experienced a bloody j loop malfunction. The photo could verify the complaint. A device history record review could not be performed because a lot number was not provided by the customer. After investigation, the potential root cause of separation between the tubing and nac-y(body) was related to the incorrect application of solvent in the tubing by the assembler.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the j-loop fell on the bd maxplus¿ pressure rated extension set with removable needleless connector fell apart. The following was recieved by the initial reporter: ¿just wanted to let you know that j-loop fell apart. ¿just wanted to let you know that xxx and I experienced a bloody j loop malfunction on (B)(6). No patient harm but I was told you are collecting data. Just seemed suddenly like a leaky sieve through the ports when replacing a line¿.